Manufacturer narrative:
On 8/2/2021, mentor became event date was reported incorrectly in the initial report. The actual date was (B)(6) 2021. Manufacturer¿s reference number: (B)(4). On 8/2/2021, mentor became event date was reported incorrectly in the initial report. The actual date was (B)(6) 2021.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Note: (B)(6). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: (B)(4).

Event description:
It was reported to mentor that the mentor cpx 4 breast tissue expander 450cc was deflated intra-operatively. There was no adverse event, no patient consequence, no procedure delay reported. The tissue expander was replaced with a similar device.